Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the delaminated downstream occlusion rubber seal. As a result, no further repairs were made as the device was at end-of-service. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a pressure alarm although the tubes were not bent. There was no patient involvement, no injury was reported.